Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 31mm epic mitral valve was implanted. On an unknown date, hardened leaflets were noted. On (B)(6) 2019, the valve was explanted and exchanged for a 27mm epic mitral valve (serial number: (B)(4)). Mild pannus was confirmed to be present on the original valve. The patient is reported to be recovering smoothly.

Manufacturer narrative:
8/20/2019 mjr - supplemental report needed to address analysis. Explant was reported due to hardened cusps. The investigation found that the majority of the valve tissue had been excised and the sewing cuff was fractured and disrupted in processing. All three cusps were fibrously thickened. Cusps 2 and 3 contained calcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcifications could not be conclusively determined. Calcification is a known event associated with tissue heart valves.